Event description:
Inbound; reports both cadd ms3 pumps for treprostinil have had low cartridge volume alarms even when there is plenty of treprostinil left in the cartridge in use. Pushrod stops moving forward, pump stops. Doesn't have lot numbers of cartridges. No further details provided.